Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. The reported irregular texture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance, shaft separation and gritty/not smooth feeling appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a bifurcation lesion located in the left anterior descending artery/1st diagonal. The vessel had no tortuosity; however, did have mild calcification. A kissing balloon technique was being used along with the advancement of two guide wires. The first balloon catheter was advanced and expanded. The 2.0 x 12 mm mini trek balloon was advanced to perform a dual inflation of a deployed stent; however, advancement of the mini trek balloon was "gritty", not smooth. It was unable to be delivered past the ostium of the artery and was difficult to remove; therefore, the balloon catheter and the guide wire were retracted together, without force. While withdrawing the balloon catheter the proximal shaft separated inside the guiding catheter. The separated segment was removed inside the guide catheter. A new guide wire and balloon catheter were used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.